Event description:
The report stated that during a hemicolectomy, a seal cycle was completed with an audible end tone, but seal was only partially complete. An endoclip was then used instead. There was no pt harm.

Manufacturer narrative:
The incident device is currently under investigation.